Event description:
Pt presented for planned transcatheter aortic valve replacement. Direct aortic approach used. Valve and delivery system assembled per standard practice. Valve unable to be advanced through delivery system sheath. ( it was reported that balloon had a perforation.) A second setup assembled again per standard practice. Passage of valve through sheath was again tight but to be expected for size of valve (29mm edwards sapien valve). Valve was aligned in desired location in heart, but unable to deploy because balloon was perforated. Upon attempted removal of valve and sheath, valve caught on the sutures and tore a hole in the aorta. Due to this event, procedure was converted to open repair of injury and replacement of valve in operating room. Event sequela: perforation in aorta increased in size leading to significant blood loss and aortic dissection, ECMO initiation, and massive transfusion protocol. Pt never recovered and expired the next day.